Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement for pocket erosion, the set screws could not be loosened. Both leads could not be disconnected. The patient's condition is fine.